Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Event description:
It was reported that prior to use, the anchoring sleeve was moved and seemed to be stuck. When it finally released, the physician observed a break in the lead insulation. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.